Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: (B)(6) 2019, event updated information provided for reporting. Additional patient code provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: update: "the fragment of the tap remained in the body."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the received tap is broken off approximately 10 mm from the tip section. The cutting edges are partly worn. The rest of the instrument is otherwise still in good condition. The broken off portion was not returned (left in the patients body). Dimensional inspection: the relevant dimensions, which could lead to the complained issue, were measured and found to meet the specifications / all listed specifications are from drawing smw_102073 revision d. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. The oblique fracture angle suggests that an off axis force or contact with another metallic device may have happened. Please also note; blunt instruments require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A device history record (DHR) review was conducted: part: 311.460, lot: 2616339, manufacturing site: bettlach, release to warehouse date: 22. June 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent total knee arthroplasty surgery with a suprapatellar t2 nail (stryker's product). On an unknown date, the patient fractured femur again (for unknown reason). On (B)(6) 2019, she underwent open reduction internal fixation surgery with lcp distal femur plates and the tap for cortex screws in question. The surgeon tried to insert a cortex screw in a proximal hole. When the surgeon inserted the second cortex screw, he could not insert it because of the torque limitation mechanism of the driver. When the surgeon used the tap instead of the driver to insert the screw, the bit of the tap broke when the cortex screw reached contralateral cortical bone. The fragment of the tap remained in the body. The surgery was delayed by less than 30 minutes. The alert date is july 18, 2019(jst). No further information is available. Concomitant device reported: unknown cortex screw (part # unknown, lot # unknown, quantity 2). Unknown lcp distal femur plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) tap for 4.5 mm cortex/shaft screws 130 mm/ 57 mm tap depth this is report 1 of 1 for (B)(4).